Event description:
Pt with swan ganz catheter. Unable to obtain cardiac output as monitor does not recognize onset of diluent bolus. All waveforms appropriate and respond to square line test appropriately. Of note, line has not been able to wedge after insertion/initially in cath lab. Cardiac output set and thermo cables changed; troubleshoot with second rn, and issue persists. Given this, issue must be with pa line itself (currently in patient) or monitor. Initial set at issue sequestered.